Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog# c01a, 510k# k160983 and UDI# (B)(4). Is approved for sale in us. The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous vertebroplasty procedure. During surgery, the cement solidified before injecting. The cement was stored at proper temperature before and during the procedure (below 25 ° c during storage; 23 +/- 1 ° c for 24 hours prior to use).the product came in contact with the patient. No health damage was reported in patient as a result of alleged event. There was a delay of less than 60 mins in procedure time as a result of alleged event.